Event description:
It was reported, there was spinal cord stimulator (scs) system explant on 2014 (B)(6) and there would be no product returned to the manufacturer. It was noted, there was no alleged product issue and diagnostic testing or troubleshooting were not performed. It was reported, the patient lost weight and the extension connection was painful since then. It was noted, the patient no longer used the spinal cord stimulator anyway so wanted it explanted. It was reported, the patient status at the time of the report was alive with no injury and the symptoms associated with the event were pain at the device pocket, the lead extension connection location, and the extension location. Additional information received reported the patient would be following up with the pain clinic in a few weeks.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3888-56 lot# v100373, implanted: 2008 (B)(6); product type lead product ID 3708160, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2014 (B)(6); product type extension product ID 3888-56, lot# v100373, implanted: 2008 (B)(6); product type lead product ID 3778-45, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3708340, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2014 (B)(6); product type extension product ID 37744, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).